Manufacturer narrative:
Concomitant medical products: dtbb2d1, device, implanted: (B)(6) 2016, 4968-35, lead, implanted: (B)(6) 2002.

Event description:
It was reported that four days following a revision procedure, the patient experienced left upper limb deep thrombophlebitis, along with pain, redness, warmth and oedema of their left upper limb. The hospitalization was prolonged to obtain an inr greater than two and to permit the administration of combined therapy of heparin and warfarin. The patient was discharged from the hospital six days following the event onset and the outcome was resolved. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.